Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system had errors 607 and 48200 appeared upon power on. The customer power cycled the system but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the cable connection and pressed the recover button, then error disappeared. The tse recommended to use a new digital video interface (dvi) cable which was connected with personality module vision acquisition (pmva). Later, the customer hard power cycled the system many times, but the error recurred. The procedure was converted to laparoscopy with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on. The error reoccurred after ports were placed and the customer started the robotic procedure. The reported had no information that the conversion resulted in increasing port size incision or adding additional ports. It was confirmed that there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce errors 607 and 48200, which pointed to the personality module vision acquisition (pmva). The fse replaced the pmva to resolve the issue. The system was tested and verified as ready for use. The pmva was returned and analyzed, but the error could not be reproduced. The unit was placed on an in-house system and tested but there were no errors found. The unit passed audio test passed. It was found that all gold finger connectors on leaf boards and video branch (vbr) board was contaminated and had corrosion. The complaint was not confirmed based on the failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.